Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 3 single-use biopsy forceps was used during a procedure performed one day prior. According to the complainant, the device jaw was difficult to open and close. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device jaw, difficulty opening/closing. The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.